Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken. Analysis also found the battery drawer is broken, keyboard is scratched, and the serial number label is lifted, and the main printed circuit board assembly is out of electrical specification. (B)(4).

Event description:
It was reported the device was dropped and front and rear cases are cracked in several places. The device was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.